Event description:
It was reported that following a diagnostic laparoscopy, lysis of adhesions and biopsy of intra-abdominal mass the wound dehisced. Wound drainage and small pieces of bowel were noted to be coming from the incision site. Reoperation, under general endotracheal anesthesia, was performed to repair the dehiscence.